Event description:
It was reported that t: slim x2 pump battery would not charge, leading to the pump shutting down. The pump would not turn on despite use of tandem charging cable, tandem wall adapter, and trying different wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged a replacement pump, confirmed shipping details, instructed customer to place malfunctioning pump into storage mode and return it using prepaid label, and advised customer to reenter pump settings and reconnect cgm on replacement pump.